Event description:
This complaint is now reportable based on analysis completed 09/28/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon will not inflate. The target lesion being treated was located in the proximal right coronary artery (rca). As the physician attempted to deploy the 3.50x24mm taxus liberte stent by inflating the balloon, it was noticed that the balloon was unable to inflate. After the device was removed outside the patient's body, a leak from the shaft was noted. The procedure was successfully completed with another of the same device. No patient complications or injuries were noted. Patient condition listed as "good". However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on row 1 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A tear was also identified on the outer and inner section of the catheter. The tear stretched from the port to approximately 15mm distal to the port. This type of damage is consistent with excessive force being applied to the proximal end of the guidewire causing it to be pulled through both the inner and outer lumen creating the tear identified. In an attempt to inflate the balloon, it was not possible to maintain positive pressure due to the tear in the inner and outer material. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).